Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction is likely that the image sensor unit was damaged during user handling, resulting in the suggested event. Irregular stress may have been applied to the insertion section, leading to the damage of the image sensor unit. The event can be prevented by following the instructions for use which state: bf-190 series operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image bf-190 series operation manual _important information ¿ please read before use_ warnings and cautions :do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope had no image. The issue occurred during preparation for use for a diagnostic (bronchoscopy) procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found damage on charged coupled device unit, and the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted.